Event description:
The customer reported the sensor sporadically shows no values, loses data when the cable is moved. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed the latch at the db9 connector was missing. The sensor failed continuity testing due to an open in the cable on the green conductor. When connected to a monitor a "sensor off" error message was provided with an audible and visual alarm. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the sensor sporadically shows no values, loses data when the cable is moved. No patient impact or consequences were reported.